Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited low sensing. The leadless ipg was recaptured and placement was reattempted. It was noted that after the leadless ipg was recaptured it exhibited rising thresholds and stopped capturing and it was decided to extract the entire system to review the entire system. A large blood clot was observed in the leadless ipg and a possible obstruction was observed in the delivery system, as neither the heparinized serum nor the contrast was flowing correctly. The entire system was washed and the blood clot was removed. The leadless ipg was positioned again with optimum parameters. When the tether of the delivery system was cut and when half the tether was already out there was a very strong resistance and it seems that the tether became tangled. A recapture was attempted, but due to the tension exerted by the tether, the leadless ipg dislocated and was held only by a tine. Recapture was attempted again with an introducer and a snare, but during the attempt the leadless ipg became loose and migrated to the pulmonary vein. The leadless ipg was extracted and it and the delivery system were attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.